Event description:
The customer reported that she received a no delivery alarm on her insulin pump and noticed there was a kink in the tubing. Her blood glucose was 299 mg/dl. The customer could not troubleshoot for this issue as she had thrown the reservoir and infusion set already. The customer also reported that there was a constant hum coming from the insulin pump. She stated that buttons were not pressed or accidentally pressed and there is nothing nearby making the noise. The customer was instructed to leave the battery out for a few minutes and upon replacing the battery, she received a battery out limit alarm. The customer was assisted with this alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.